Manufacturer narrative:
Event is associated with packaging configuration. Corrective action has previously been taken to preclude recurrence of this type of event.

Event description:
Reporter states, the outer packaging seal was stuck to the inner packaging tyvek seal upon opening. There was no adverse consequence to the pt or delay in surgical or anesthesia time due to this event.